Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during an ipg and lead revision procedure reported in manufacturer report number 1627487-2021-01899 and 1627487-2021-01900 respectively the l4 lead position was fractured. Physician was unable to remove the lead from the epidural space. The l4 lead was left in the epidural and fascia space. No further surgical intervention is anticipated.